Event description:
It was reported that the balloon was missing from the beginning (before use). There were no patient complications reported.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.17 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Customer report was confirmed. The balloon and balloon bond mark was not found on catheter. The balloon was not returned. There was no visible damage observed to the catheter. This unit was sent to (B) (4) for further evaluation. On 3/16/10, (B) (4) evaluation, the catheter was found to have a small amount of adhesive at the edge of the proximal balloon bond area. The balloon latex was not returned. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.